Event description:
During the evaluation of a homechoice machine solution was noted in the pneumatic system. The presence of the solution indicated that a leak in a cassette had occurred. No patient injury or medical intervention was associated with this report per the international affiliate.